Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference number 3002808486-2019-01958. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in initial medwatch report. Reporter occupation: non-healthcare professional (B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation., digestive problems, headaches, leg cramps, pain, general discomfort, physical limitations. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported digestive problems, headaches, leg cramps, pain, general discomfort, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via right common femoral vein. Patient is alleging vena cava perforation. The patient further alleges frequent digestive problems, headaches, leg cramps, pain, general discomfort and physical limitations. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿there is an intraluminal ivc umbrella type filter about 5.6 cm length with its upper tip immediately below the level of the right renal artery takeoff its upper tip is abutting the left wall of the ivc, and this appears to be related to curvature of the ivc due to pronounced scoliosis. It has a vertical orientation parallel to the patient's overall long axis. It shows eight tines, including four short and four long tines, none of which appear to be broken. None of the short tines appears to have perforated the ivc. Of the four long tines, the most anterior one appears to be at least partially perforated through the wall of the ivc at its tip, which is in close proximity to the takeoff to the right common iliac artery. The right side tear appears to be perforated more definitively and contacts but does not penetrate the aortic wall. The posterior tine appears to be intraluminal or at least intramural. The right side tine is slightly perforated and does not approach any vital organ or vessel.¿